Event description:
Customer reported that two different donors were typed for first time using anti-d (monoclonal blend) series 4 as d negative, weak d negative. Customer was notified that both donors, from two different receiving facilities, typed d positive.

Manufacturer narrative:
Testing was performed with retention anti-d (monoclonal blend) series 4, lots 504688 and 504694, and gamma-clone anti-d (monoclonal blend), lot dmb69-4, using red cells of various rh phenotypes includeng weak d cells; the expected reactivity was observed in all testing. Testing was performed with customer's returned samples using a variety of manufacturers' anti-d reagents, including retention anti-d series 4, lots 504688 and 504694, and anti-d (monoclonal blend), lot dmb69-4. One sample exhibited very weak reactivity at iat with all anti-d reagents tested. The other sample exhibited moderate reactivity at is with anti-d (monoclonal blend), weak reactivity with all anti-d reagents at 37c, and weak to moderate reactivity at the antiglobulin phase with all anti-d reagents tested. The customer did not return product for investigation. It was reported to the customer that donors could posses weaker expressions of the d antigen that may react differently with different clones. Also, technical errors can not be ruled out.